Event description:
It was reported by the customer that a pyxis anesthesia system had a login issue. The customer stated that the users cannot log in, after bio ID pyxis has a long lag then asks for password followed by another long lag. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The customer confirmed issue with device connectivity is due to local internet connection, customer has opened a ticket with their hit to have the port repaired. The field service engineer performed few preventive maintenance steps and changed network speed to 100bps half-duplex. The system functioned as intended after the field service engineer troubleshot the device.